Manufacturer narrative:
(B)(4): the customer reported that they were unable to see an ECG via pads during a cardiac arrest event. The involved pt died, but the customer stated that device behavior did not impact pt outcome. This complaint is still being investigated. A f/u report will submitted after philips obtains more info about this event.

Event description:
The customer reported that they were unable to see an ECG via pads during a cardiac arrest event. The involved pt died, but the customer stated that device behavior did not impact pt outcome.